Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer was advised to remove the aa battery from the pump and monitor the notification light. The customer stated that the notification light continued to flash. The customer was advised to monitor the pump and call if the error recurs 4 hours later.